Event description:
It was reported that during a procedure, the attempted implant of this left ventricular (lv) lead was unsuccessful due to unknown product performance anomaly. The physician opted to remove the lead and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.